Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation results become available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of this fogarty catheter, the balloon sheered off while pulling the inflated balloon into the sheath to remove a clot during a thrombectomy. The balloon fragment was unable to be recovered, but the catheter portion was saved. There was no patient injury.